Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008 in the pt's right (od) eye. The lens was explanted about 3 days later, due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was not exchanged for a shorter lens.